Event description:
Reportedly, the device failed during facility biomedical department testing. Allegedly, the defibrillator would not charge or recognize attachment of standard paddles. There was no patient use associated with the reported failure.